Event description:
A customer requested a RMA for no video image on a ec38-i10l- video colonoscope. The customer stated they only see a red screen with no image. The issue was observed in the operating room prior to use. There were no patient or user injuries, adverse events, delay or medical intervention reported.

Manufacturer narrative:
The reported customer complaint of no video image was confirmed through evaluation of the device. Evaluation findings were listed as: distal body chip at channel opening at thinnest part, image dark, control body grip scratched, bending rubber severe discoloration, up angulation decreased, passed dry leak test, water nozzle glue missing, suction tube resistance, passed wet leak test, image spots, air nozzle glue missing, image too red, pve connector housing scratched, up/down angulation knob play, right angulation knob play, left angulation decreased, right/left angulation knob play, down angulation decreased. The device was refurbished, cleaned, and disinfected, and angle adjustments made. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary repeated use causes the cable to break off.